Event description:
It was reported that the event involved a (B)(6) year old male patient that expired while in the cath lab during intra-aortic balloon pump (iabp) therapy. On (B)(6) 2014, at 8:45 pm est the sales representative (sr) received a phone call from the cath lab lead rn requesting instruction on how to calibrate the fiberoptix sensor (fos) to a new pump. The rn stated "they needed to change the pump" but did not initially elaborate. As the sr started to provide instructions the rn had to go because the md was removing the iab. At 11:00 pm est a follow up message was received from the rn stating that a new intra-aortic balloon (iab) was inserted on the other side and the second pump worked perfectly, although the end result was the patient expired. On (B)(6) 2014 additional information was received from the rn stating that the first iab was inserted through the sheath from the kit via left femoral artery successfully and uneventful. The fos zeroed as expected, insertion was smooth until the "on" button was pressed to initiate pumping. There was a sound coming from the pump noted immediately per the rn like "a horse wheeze" and the pump stopped with audible alarm. The rn unsure of the alarm, but the pump did provide an audible alarm and displayed on screen. The rn could not remember what the alarm was, but knew definitely it was not a helium loss alarm. The rn also stated that definitively no blood was noted in the driveline tubing. The rn changed the helium tank and the sound still occurred so the rn proceeded to change the pump. During that time the md rechecked the iab position via fluoroscopy and found it was in correct position just below subclavian and the iab was above the sheath opening. During the time the rn was on the phone with the sr and the rn started calibrating the fos aline, the sr remained the rn to make sure the iab was not pulled out through the sheath. Per the rn the md removed the iab from the left groin (sheath and iab removed) and then the md inserted a new iab via right femoral artery without difficulty. The second iab fos zeroed prior to insertion as expected and the second pump started pumping as expected. Per the rn the patient was doing "okay" after iabp therapy started, blood pressure improved, good augmentation noted and no pump alarms were noted. Then cardiac intervention was attempted, patient became unstable with pea (pulseless electrical activity) and subsequently expired. The rn stated the iab's were not save for return and the lot and serial numbers were unknown. An x-ray was performed, but it is unknown if additional fluoroscopy shots or additional x-rays were performed. There was an approximate 15 minute delay or interruption in therapy. It was stated by the cath lab lead rn that the device did not cause or contribute to the patient's death. An update received on (B)(6) 2014 from the sr stated they spoke with the doctor briefly last week and the doctor stated that the reason for the change of the first iab was because "it was not working". The doctor was not sure if it was the pump or the iab at the time so while the staff was troubleshooting the pump, the doctor decided to change the iab just in case the iab was the cause. The cath lab lead rn stated the iabp was checked out and the problem originally reported by the rn was not able to be replicated by biomed. The pump was put back in service. It was noted that the pump serial number is (B)(4).

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.